Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer still attempting to receive the product back.

Event description:
Fetal demise related with gestetional diabetes patient. Health care professional reported complaint for low blood glucose test results compared with patient's alternate meter (about 20mg/dl lower). The clinic dietician, (B)(6) is reported on behalf of the customer. The expected blood glucose test result range was requested, but not provided. Medical attention reported during the week prior to the email notification ((B)(6) 2015) as a result of the meter's readings. The patient was pregnant and taking medication / insulin to manage gestational diabetes. Meter serial# and test strip lot# requested, but not provided. Product storage conditions requested, but not provided. Dietician confirmed no symptoms associated with the low glucose. Requested patient lab values, but not provided. Actual meter results requested, but not provided.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer still attempting to receive the product back. It has been confirmed that the patient was not taking insulin. The obgyn office informed that they do not have an autopsy report, therefore the cause of fetus demise is unknown.

Event description:
Fetal demise related with gestational diabetes patient. Health care professional reported complaint for low blood glucose test results compared with patient's alternate meter (about 20mg/dl lower). The clinic dietician, (B)(6) reports on behalf of the customer. The expected blood glucose test result range was requested, but not provided. Medical attention reported during the week prior to the email notification (11/13/2015) as a result of the meter's readings. The patient was pregnant and taking medication / insulin to manage gestational diabetes. Meter serial# and test strip lot# requested, but not provided. Product storage conditions requested, but not provided. Dietician confirmed no symptoms associated with the low glucose. Requested patient lab values, but not provided. Actual meter results requested, but not provided.